Event description:
Related manufacturing reference number: 2017865-2023-93921. It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited unspecified impedance measurements problem and decreasing sensing. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead was explanted with unknown reason. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.